Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in the reported adverse events. The reported patient effects of pericardial effusion and angina as listed in the mitraclip system instructions for use are a known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported pericardial effusion and angina could not be determined in this event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for pericardial effusion. It was reported that this was a mitraclip procedure, performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue and the mr was reduced to grade 1-2. Approximately 4 hours post procedure, the patient began to experience chest pain and blood was noted around the heart. Pericardial effusion was diagnosed. It was unknown which device caused the pericardial effusion. Pericardiocentesis was performed and the patient condition improved. No additional information was provided.